Event description:
It was alleged that an instrument bedside unit went into medium priority alarm during surgery setup. It is unknown if a spare instrument bedside unit was used but the procedure was completed robotically using the versius surgical system. The bedsideunit was diagnosed to have a low backup battery voltage. The backup battery was replaced by a field service engineer and the bedside unit is fully functional. At the time of this report, no further information has been provided.

Manufacturer narrative:
Cmr surgical limited is submitting this report to comply with FDA regulation 803. The device was inspected by the distributor. Cmr surgical ltd does not consider this report and content to be an admission that its product is defective or that it has caused a death or serious injury.